Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using bd syringe 50/60ml luer lok foreign matter was found in the fluid pathway. The following information was provided by the initial reporter: on (B)(6) 2022, customer received feedback that when he opened a box of disposable sterile syringes (300144), they found white plastic on the syringes.

Event description:
No additional information

Manufacturer narrative:
Follow up MDR for device evaluation. Two photos were received by our quality team for evaluation. From the photos, foreign matter, a white stain, was observed on the syringe barrel roof. A review of the internal manufacturing device records and raw material history files for the reported lot number was performed and no recorded quality problems or rejections to this incident were found. As no samples were returned to determine the foreign matter type, the root cause could not be determined. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Your assistance in this matter has been helpful in trend identification and supporting our commitment to continuous quality improvement.